Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 511 mg/dl at time of incident and current blood glucose level was 441 mg/dl. The customer was treated with insulin pump. The customer reported that they had high blood glucose woke up. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir and also declined to check for possible site or insulin issues. The customer declined to perform the high pressure test. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.